Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pockets were failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the pockets failed to open. A field service engineer (fse) found that the drawer was not opening properly. Although the drawer physically opened, it did not recognize itself as open¿the position sensor state did not change. The fse replaced the position sensor, the cable, and the flat flex cable, but there was no improvement. It was determined that the drawer controller was the root cause, and since that part had been discontinued, part number was required to replace the drawer. The fse returned with part, replaced the drawer, updated the firmware, and configured it to the station. The drawer was tested using the final test in the hardware test application. The test was successful, and a picture of the results was uploaded to the feed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pockets were failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.